Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an unspecified procedure using an evis exera iii colonovideoscope, there was an electrical leakage and the patient experienced a lot of pain. There were no additional consequences to the patient reported. Additional details regarding the reported event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being updated to provide additional information provided by the customer not previously reported (b5) and investigation findings (h4, h6, and h10). The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: high-frequency cauterization treatment: warning. ·never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. ·prepare, inspect, and connect the electrosurgical unit and electrosurgical accessories as described in their respective instruction manuals. During the physical investigation of the returned device, olympus was able to detect the following errors: the complaint assessment, based on the above analysis, is that the fault could not be reproduced and the item functions normally. During our visible investigation we cannot find any malfunction or electrical defect s of this instrument. The electrical test was passed the manual leak test passed. The glue around the a-rubber porous the cover has impact points . None of the findings explains why the patient might have got an electrical shock. Conclusion: the definitive cause of the reported events could not be established.

Event description:
Update: additional information provided by the customer: the patient required no additional treatments/intervention/hospitalization as a result of the electrical shock sensation. The patient¿s current condition is reported to be good. The physicians¿ opinion on how this occurred was that the scope was leaking electricity. An erbe diathermy endotherapy device was used during the procedure.